Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received a low battery alert. The battery was changed and then the insulin pump did not function. The customer's blood glucose was 97 mg/dl. The customer was able to rewind and finish the set change. Advised to monitor and to call back if needed. Nothing further reported.